Manufacturer narrative:
Catheter model: 8709, lot# j0039963r, implanted: 2000-(B)(6), explanted: unk; catheter model: 8575, lot# j0326451r, implanted: 2004-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on (B)(6) 2012 that patient had chronic radicular bilateral back pain lasting for more than 3 months. As of the date of this report it was stated that patient forgot refill date. There were no motor stalls; date of onset was (B)(6) 2012. Patient was hospitalized; sustained no injury. Drugs delivered via the device were noted to be compounded.